Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿cellulitis,¿ ¿chronic left breast inflammation,¿ ¿capsular contracture¿ baker grade unspecified, ¿left breast swelling,¿ and ¿increased risk of alcl¿.

Event description:
Patient representative reported left side ¿cellulitis,¿ ¿chronic left breast inflammation,¿ ¿capsular contracture¿ baker grade unspecified, ¿left breast swelling,¿ and ¿increased risk of alcl¿. The device has been explanted.